Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a dislodged connection on the input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 in the biomedical testing area. It was also reported that there was no pt injury.